Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose at time of incident was unknown. The customer change battery and buttons still unresponsive. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with unresponsive button response due to a peeling keypad overlay. Unable to perform the displacement test due to the unresponsive button keypad press. The pump was received with a scratched case. The keypad connector was inspected and was properly connected.